Event description:
It was reported that there were thin plastic looking slivers inside of a 250 ml bag that had been filled by the pharmacy unit prior to use on a patient. The bag had been filled with glucose and vaminolact with a syringe and small electrolyte volumes were added with a filter needle and a safesite valve. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that there were some particles inside of the bag. A review of all batch record documents for potentially associated lot number 12b01v499 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.